Event description:
It was reported that customer experienced continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor, customer technical support guided pump reset steps, error did not reappear after reset, and customer successfully started new sensor session, with no device return arranged and no further actions reported.